Event description:
Stapler was placed on the tissue and did not fire. The override to release did not work. No power to reverse open or release stapler. The rep was called and suggested taking out battery pack and re-inserting battery pack and then stapler released.======================manufacturer response for ethicon echelon stapler 60 mm, ethicon echelon stapler (per site reporter).======================the rep recommended to remove the battery pack and replace it. The rep will come to pick up device.